Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, during a surgical procedure the surgeon used the clamp to reduce the fracture. As he tightened the clamp down, the left sided point broke off. Surgeon collected the broken clamp and used a different clamp. Fragments were generated, they were removed easily without additional intervention. The procedure was completed successfully without surgical delay. Patient's outcome was unknown. This report is for (1) reduction forceps with points narrow-ratchet 132mm. This is report 1 of 1 for complaint (B)(4).